Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawer 3.2 was unable to open because of a damaged latch spring and faulty retractor bands. A field service engineer accessed the rear of the drawer. It was observed that both retractor bands were scratched and dirty, and the latch block spring was broken. The engineer replaced the latch block and the retractor bands to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had encountered a failure with auxiliary drawer 3.2, where the drawer produced a clicking sound when it first tried to open. Despite turning off and restarting the machine in an attempt to recover the drawer, the issue remained unresolved this incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.